Manufacturer narrative:
The reported condition was not confirmed as staples were present upon inspection; however, the device was confirmed for an unrelated condition. The catch lever was damaged. This indicates the device was approximated over thick tissue.

Event description:
The product was used during a lar procedure. Reportedly the staples were missing. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.